Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings of the inner housing are displaced. The likely cause of failure couldn't able to determine. It was also noted that the color display is worn out, the outlet of the inner body is oval in shape, a heel with traces of contact with bur and the drill is broken and stuck in the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was reported that there was no patient impact. Additional information was received stating that detached bearings and broken drill were found during evaluation.